Event description:
Healthcare professional reported "rupture". Healthcare professional later reported via national breast implant registry (nbir) capsular contracture, baker grade iii, device migration/implant malposition, suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed rupture split in patch area assessed as workmanship ¿ capsular contracture: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ wear abrasion and stress marks observed on the device. A further investigation is requested to review the workmanship observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported via national breast implant registry capsular contracture baker grade iii, device migration/implant malposition, suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style.